Event description:
Product analysis was completed on the generator. In the pa lab, the device output signal was monitored for more than 24-hrs, while the pulse generator was placed in a simulated body temperature environment. The pulse generator showed no signs of variation in the output signal and demonstrated the expected level of output current. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, 2.974 volts, shows intensified follow-up indicator (ifi) = no. There were no performance, or any other type of adverse conditions found with the pulse generator. Lead analysis was also completed. Note that since a portion of the lead (including the electrode array) was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions. No further relevant information has been received to date.

Event description:
It was reported that the patients devices were explanted due to lack of efficacy. The physician is suspecting non-functionality since the patient never had efficacy. Explanted products were received into analysis however analysis has not been completed to date.